Event description:
It was reported that during a carotid procedure the acculink stent was used and the pt experienced tia. After the proceudre, while visualizing the stent, it was noted that the edges of the stent appeared uneven and looked unusual. It was believed that possible chunks of calcium may have obscured the stent struts. The pt's symptoms were completely resolved within a 24 hour period. Additional information receieved in 2005, stated that in 2004, the pt suffered a minor stroke and had restenosis that was treated with a stent.